Event description:
It was reported that there was insulation damage, high impedance, high threshold, and oversensing on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; outer insulation was found damaged (breached cut); distal segment returned and analyzed.